Manufacturer narrative:
The insulin pump had intermittent button response due to light moisture damage to the keypad traces. No display anomaly was noted. The insulin pump was received with minor scratches on the display window, cracked battery tube threads, and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
A customer reported via phone call indicating that they had issues with the keypad on their insulin pump. The patient's blood glucose level was unknown at the time of the call. The customer stated that the amount of bolus cannot be stopped after pressing the keypad. The customer sent the product back for analysis. A replacement pump was shipped to the customer.